Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound necrosis is related to v.a.c. Therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, the following information was reported to kci by the case manager: the unit was allegedly having technical issues resulting in necrosis. On (B)(6) 2016, the following information was reported to kci by the patient: the unit allegedly had technical issues, and the wound developed necrosis which required sharp debridement on (B)(6) 2016. On (B)(6) 2016, the following information was reported to kci by the case manager: the case manager confirmed that a sharp debridement was performed on the necrotic tissue and confirmed no subsequent issues. She is not sure if the v.a.c. Therapy caused or contributed to the wound necrosis. On (B)(6) 2015, the device was tested per quality control (qc) procedure and the unit passed the qc checks and met specifications prior to patient placement. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control procedures by quality engineering, inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit related to the injury allegation.